Event description:
A male pt had under-gone a peripheral procedure and the physician stated that the ansel sheath was not providing enough support in the beginning of the procedure. The physician close to exchange the ansel for a destination. During the exchange, the ansel came apart leaving the inner coiling in the body. The pt began to bleed out. The physician had to cut down and insert a glide cath over the wire through the remainder of the sheath and remove it from the artery. A destination device was then inserted and the case was completed. This all occurred during one procedure. The pt did not require any additional procedures but did experience the adverse effects of extensive blood loss and a cut down due to this occurrence.

Manufacturer narrative:
(B)(6). (B)(4). Event is still under investigation.